Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the placement procedure, the guidewire was damaged and extended. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one .035¿ guidewire threaded through an 18g introducer needle was returned for evaluation. A visual inspection was performed. Damage to the interior diameter of the bevel is observed which is consistent with retraction of the guidewire relative to the introducer needle. Additionally, the flat core wire was noted to be broken displaying necking consistent with tensile failure. Therefore, the investigation is confirmed for guidwire damage, as the guidewire was noted to be frayed. Per the evaluation results, it is possible that procedural factors contributed to the reported event. The instructions for used (IFU) states; "caution: if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to help prevent the needle from damaging or shearing the guidewire." However, the definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that during the placement procedure, the guidewire was damaged and extended. There was no reported patient injury.